Event description:
On (B)(4) 2012 product analysis was completed on a vns patient's generator that was explanted due to eos. It was confirmed that the generator's elective replacement indicator (eri) was set to yes. An open can measurement of the battery voltage determined that the battery was partially depleted. During testing, an out of specification condition was identified with the pulsing current. Analysis confirmed that a leaky q9 component was the cause for the excessive pulsing current. After the q9 was substituted, the device performed according to functional specifications. The leaky q9 component could potentially be a contributing factor to the low battery condition. The device history record for this generator was reviewed and all electrical/functional tests were passed prior to distribution.